Manufacturer narrative:
No product has been returned for investigation. Retain testing of the strip lot has been requested. A follow up report will be submitted.

Event description:
Routine complaint investigation when a consumer reported receiving imprecise sequential readings over a ten minute time frame on the precision xtra blood glucose monitor. The values, when plotted on a parkes error grid fall in the "c/d" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.